Manufacturer narrative:
The reported event of noise was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion breaching the optim sheath with silicone insulation beneath intact and an external insulation abrasion breaching the superior vena cava cable lumen with inner coil lumen and etfe cable coating at the proximal and distal region intact. The cause of external insulation abrasion is consistent with friction to the device can and friction to another device or feature of patient anatomy.

Event description:
Related manufacturer reference number: 2017865-2024-38916. It was reported that the active right ventricular (rv) lead exhibited noise causing non-sustained rv over-sensing episodes. The noise was reproduced with isometrics. There was an abandoned rv lead, and it is unknown if this previously capped lead had also exhibited noise. Both leads were extracted, and a new rv lead was implanted. There were no complications. The patient tolerated the procedure very well.